Manufacturer narrative:
The customer reported that their central nurse's station (cns) main display is black. The customer also reported that they rebooted the unit, but the issue persisted. During initial troubleshooting the secondary display went black as well. No harm or injury was reported. Attempt #1: 02/05/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: 02/19/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: 03/03/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) main display is black.